Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: unknown, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Product analysis the reported endoleak was confirmed on the films provided; however, the cause and type of endoleak could not be fully determined. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen; thereby, making determination of the endoleak difficult. A type ib distal endoleak is unlikely as it appears that there was adequate distal seal. While a type ii endoleak cannot be ruled out, there was no obvious contrast leakage noted from collateral vessels. A type iii separation endoleak is unlikely to have occurred as contrast leakage was observed on a single layer portion of the endograft. This is most likely to have been a type iii fabric endoleak. Fabric wear due to external abrasion from the noted distal aortic calcification is a potential root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that when the patient returned for follow-up approximately 9 months later, an endoleak was noted on a cta . The patient is doing well with no symptoms. It was said it could be a type ib of the right iliac, possible type iii or a possible type ii endoleak. It was reported the patient had a prior stent graft implanted. However, it was not possible to confirm the brand and model of the original implant as the initial procedure was performed many years ago at a different facility. The type of endoleak is undetermined. Through completion of film analysis of CT's it was identified that the stent graft and contralateral limb extension implanted were most likely endurant devices. No cause was reported. No additional clinical sequalae were provided and the patient will be monitored.